Manufacturer narrative:
Argus case (B)(4).

Event description:
Doesn't intentionally swallow it [accidental device ingestion]. Stomach problems [gastric disorder]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (poligrip denture adhesive cream) cream for product used for unknown indication. On an unknown date, the patient started poligrip denture adhesive cream. On an unknown date, an unknown time after starting poligrip denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant) and gastric disorder. The action taken with poligrip denture adhesive cream was unknown. On an unknown date, the outcome of the accidental device ingestion and gastric disorder were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to poligrip denture adhesive cream. The reporter considered the gastric disorder to be possibly related to poligrip denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: consumer had reported that my partner had used poly grip adhesive for a while now, and had just lately had stomach problems. He had various tests etc. At the hospital and could not seem to work out what the problem was. He had just had a thought, trying to rule things out, and was thought might be that was the glue from his dentures. He did not intentionally swallowed, but quite often that spills out of the side when he put them in and he ends up swallowing some.